Manufacturer narrative:
Device has yet to be returned for evaluation.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged nasal/throat irritation. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nasal/throat irritation and other thermal issues related to a CPAP device. There was no report of serious patients, harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. Exterior investigation: there is unknown dust, dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There is an unknown dust contaminated present at the air inlet where the filter would be and at the iso port entrance. There is rust-colored contamination on the bottom enclosure. Interior investigation: there is unknown debris in the tracks of the ui panel. Manufacturer notes that there are mineral deposits present on the motor casing suggesting unknown liquid ingress. There is unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. During investigation the manufacturer observed a keratin-like substance was observed around the blower box outlet. The unknown dust dirt contamination and fibers found on the blower casing-impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Mineral spots consistent with water ingress were found on the motor casing. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturers. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust like contamination and was not able to confirm the complaint or address the specified symptoms. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.